Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor did not turn as it's shaft was stuck. Also the resistance value of the keypad of the hand control set was out of specifications and the contacts of the keypad were corroded. A short circuit was also found in the motor cable. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system is responsible for the corrosion of the keypad contacts and would have also caused damage to the motor. The corroded keypad and motor would have caused the device to not work as intended by the customer. The fluid ingress may also have caused damage to the motor cable, resulting in short circuit. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/28/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==< the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/28/2017 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.